Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a compromise force sensor alarm. Customer did not have insulin pump or pump information in order to troubleshoot. Customer would call back when he has insulin pump in order to troubleshoot.